Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Two requests were made to the health-care provider (via fax) for the device, operative report, and additional information (on 05/05/2010 and 05/12/2010); however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The lay user/patient contacted lifescan (lfs) customer service on (B)(6), 2010 alleging that the onetouch ultra meter has a calcode issue. The patient's diabetes is managed with self adjusting insulin. The calcode issue began on the morning of (B)(6), 2010. The patient did not take any action in regards to his diabetes management at the time of concern. Approximately one hour later, the patient reportedly develop symptom of "shakiness." There was no allegation of medical intervention for acute complication of diabetes due to the issue. It would have been helpful to have more details concerning the patient's diabetes regimen and the circumstances surrounding the incident. According to the troubleshooting performed with customer service, the calcode issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptom that can be associated with hypoglycemia after product issue began.

Manufacturer narrative:
Through follow-up with the health-care provider via fax, additional information and a copy of the operative report were provided. It was learned that the device was explanted due to an unsuccessful ring repair. Per the operative report of (B)(6)2010: "attention was turned to the tricuspid valve. The ventricular pacing lead had eroded through the rv and the tip was in the pericardial space. In addition, it had perforated the anterior leaflet. This lead was removed. The leaflet perforation was closed with fine suture. The septal leaflet was sclerotic and tethered, and the other 2 leaflets appeared mobile, therefore a 28 mc3 ring was used to perform an anuloplasty. A hot shot of retrograde and antegrade cardioplegia was delivered and the cross-clamped removed with return of junctional rhythm. The right atrium was closed with 4-0 prolene. Ventricular and atrial wires were placed. Ventilation was resumed and the patient was weaned from cardiopulmonary bypass with moderate inotropic support. Echo at this point showed 2 + tr, but cvp remained high, and the rv appeared to dilate easily with any additional volume. At this point a decision was made to replace the tricuspid valve. The aorta was clamped and the heart re-arrested." Per the surgeon's response, the reason for explanting the ring was not device related.